Event description:
Discordant, falsely low calcium results were obtained on five patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument and resulted higher. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
The cause of the discordant, falsely low calcium results is unknown. Siemens is investigating this issue.